Manufacturer narrative:
Based on the claim against the product by the customer that there was a message that the system was running on battery, an investigation was completed to determine the cause of this reported event. Similar issue occurred in another case again (patient identifier (B)(6)) when an intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reproduced and confirmed issue. Fse replaced power supply 1 and 2 (switchers) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The power supply switchers were analyzed and reported failure was confirmed. The first switcher unit was installed to the test xi system, and it failed error 417 during testing, fans stopped working. The unit was scrapped due to over 2.8 years of age. The second switcher unit was installed to the test xi system, and it failed error 418 during testing. The unit was scrapped due to over 3.0 years of age. The root cause was a component failure in the power supply units. The complaint regarding system running on battery was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure for a ventral hernia (tapp), the system presented message that it was running on battery. The customer did not report what troubleshooting was done at the time. No patient injury was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.